Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, suture, and variable depth straw were not returned. Bio debris is present. A functional evaluation could not be performed because both implants had already been deployed. An analysis of the customer provided image found the tip of the device with no anchors or sutures visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information on: a1, a2, a3, a4, b5, e1, e2, e3, g2 & h6 (impact code).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix´s t2 implant was deployed simultaneously after deploying the t1 implant. Both t implants were deployed through the meniscus and were removed from inside the patient using tweezers. The procedure was completed with a s+n back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix´s t2 implant was deployed simultaneously after deploying the t1 implant. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.